Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd discardit¿ ii syringe with detached bd microlance¿ needle leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: leakage of drug while using.

Event description:
It was reported while using bd discardit¿ ii syringe with detached bd microlance¿ needle leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: leakage of drug while using.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 301001 and lot number 2208503. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were not available for return, twenty retained samples were obtained from the manufacturing facility for evaluation; however, none of the retained samples displayed any signs of leakage. Based on the limited investigation results, an exact cause could not be determined for this incident.